Event description:
It was reported that the insulin pump was not giving an audible tone. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. However, it was found that the audible tone/beep feature was not functioning. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no audio tones due to a faulty electrical component on the interface board. The insulin pump passed the displacement, rewind, basic occlusion, prime, and the excessive no delivery tests.